Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that an ams sparc sling was implanted on or about (B)(6) 2006 or (B)(6) 2011. The implant date of the sparc sling was not specified. It was alleged by the attorney for the plaintiff that the "plaintiff has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life and inability to engage in chosen and necessary activities" as a result of the implanted pelvic mesh products.